Event description:
Info rec'd indicates the head of the bed is not working electrically or by using CPR.

Manufacturer narrative:
The technician found the head drive screw assembly was bent. The technician replaced the head drive screw assembly to repair the bed.